Event description:
It was reported that a patient has high impedance. She did have a fall at some point so the physician suspected that the wire is broken. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
Ap and lateral chest x-ray images with neck visible were reviewed. The generator placement was normal in the upper chest area. The feedthru wires appear intact. The connector pin appears to be fully inserted in the connector block. The lead was visualized in the chest and neck. Strain relief is present as there appears to be a loop and bend present. One tie-down is visible and either securing the bend or loop, however, from the angle of the image it cannot be decipher which strain relief area it is securing. Based on the images it is unclear if there are any other tie-downs present. A portion of the lead appears to be behind the generator. The lead wire appears intact at the connector pin. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause high impedance cannot be determined. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out.